Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose as well as low blood glucose. Customer¿s high blood glucose was 400 mg/dl and the low blood glucose was 29 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer also having the another relevant blood glucose values 292 mg/dl, 349 mg/dl, 350 mg/dl. The device will be returned for analysis.